Manufacturer narrative:
The ge rep conducted an onsite investigation. The interconnect cable was replaced. No further service info was provided.

Event description:
The customer reported that there was a broken connection on the stenoscop system. No pt injury was reported.